Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "dissatisfaction." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, crease fold, deformation, white particles in the shell, wear abrasion. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "dissatisfaction." The device has been explanted.